Manufacturer narrative:
We have been informed of a failure to follow instruction for use, resulting in doctor's failure to remove device from patient during the specified time. This failure caused harm to patient, resulting in necrosis and therefore removal of a toe. Device performed to specifications, and resulting harm was caused by user error, not device.

Event description:
Our tourni-cot product was used in a toe procedure on the patient, (B)(6). The tourni-cot product is a type of tourniquet for digits. The doctor removed the warning tag from the device and thereafter forgot the device on the patient after the procedure was completed. The extended use of the device on the patient's toe resulted in necrosis of the patient toe, leading to amputation.